Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported left side "went to insert the left when the implant ruptured as it was 1/3 of the way into the breast pocket." Device was not implanted surgery was completed with backup device.

Event description:
Healthcare professional reported left side "went to insert the left when the implant ruptured as it was 1/3 of the way into the breast pocket." Device was not implanted surgery was completed with backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of broken device was received on august 16, 2023, with lot number 3346572. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: broken device: no observed openings on the device. Additional observations: crease fold and deformation device observed on the device. No further actions are required as the device was implanted.